Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: during testing, the vibratory and auditory tones functioned properly. At piezo activation the pump audio measured at 72.0 decibels (db) which was within specification. There were no usual noises from the pump during the investigation. The pump was opened to inspect the piezo and no defects were found. The original complaint about an audio tone/vibration issue was not duplicated during the investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.